Event description:
The patient reportedly experienced sound percept problems and facial nerve stimulation after going down the plastic slide while wearing her external equipment. External equipment has been exchanged and programming changes have been done, however, the problem did not resolve. Testing of the device performed showed that the device is non functional. Surgery to explant the patient's device will be scheduled.